Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. As received, the leaflets were slightly stiff; however, the mobility of the leaflets was typical for an explanted valve. Notable lateral creases were evident on leaflet 3, consistent with an outside force folding the leaflet against the valve frame for a prolonged period of time. Minor lateral leaflet crease was noted on leaflet 2 near commissure 2. Notable gap was observed in the coaptation line between leaflets 2 and 3. All three of the leaflets opened and closed during pulse duplicator testing under simulated normal physiological conditions. Edwards¿ standardized in vitro testing demonstrated that the immediate functionality of the valve was acceptable per specifications. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device passed all specifications. The tee images were also provided to edwards lifesciences for review. The images were sent for independent third party review by an expert in echocardiography. There was abnormal motion of all three mitral bioprosthesis leaflets early after valve implantation. Mitral regurgitation was not demonstrated on the available images. The low transmitral gradient despite limited leaflet motion at least raises the possibility that there was a low flow state, potentially associated with incomplete separation from extracorporeal circulation. However, neither an intrinsic abnormality of the mitral leaflets nor extrinsic factors impeding leaflet motion (including suture loops) can be excluded based on available images. Through investigation, it appears an outside force of unknown origin folded leaflet 3 against the valve frame for a prolonged period of time. The gap at the coaptation line and leaflet creases most likely occurred during the valve implant. The folding of the leaflet likely contributed to this event. Based on the information provided, we are unable to determine the root cause of the leaflet crease or conclusively determine the origin of the external force; however, subvalvular apparatus interference and instruments inserted through the leaflets may have contributed to this event. No further actions are possible with the available information. Edwards lifesciences will continue to monitor all reported events.

Manufacturer narrative:
(B)(4). It was reported that this valve had to be removed due to one of the leaflets not moving. The device has been returned for analysis. Evaluation is currently in progress. A supplemental MDR will be submitted upon completion of the evaluation.

Event description:
It was reported that there was a failed magna mitral ease pericardial bioprosthesis implant. It was noted that "one of the leaflets did not move and it had to be removed which prolonged the case and possible complications related to prolonged time on the heart and lung machine." No other details.